Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of dizziness. Upon interrogation it was noted that the right ventricular (rv) lead exhibited noise on the rate sense and shock channels . Oversensing of the noise with pacing inhibition leading to approximately three and a half seconds of asystole was also observed. Subsequently a revision procedure was performed where the device was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) and the rv lead was surgically abandoned. No additional adverse patient effects were reported.